Event description:
It was reported that patient underwent an anterior cruciate ligament "repairment" procedure on (B)(6) 2014. During the procedure, the gentle thread screw fractured and the fractured fragment was not removed. Another gentle thread screw was used to complete the procedure with no delay.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown or omitted at the time of the initial medwatch. Examination of returned device found evidence of product non-conformance. Further investigation has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 3 states, "bending, fracture, loosening, rubbing, and migration of the implant may occur as a result of excessive activity, trauma, or load bearing."